Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause episodes. It was further reported that the patient underwent open heart surgery at the time of the episodes. The icm remains in use. No patient complications have been reported as a result of this event.